Event description:
It was reported that there was a deep scratch on the screen and the screen of the device didn't always come on. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.